Manufacturer narrative:
Address line (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient was undergoing a dialysis treatment utilizing a cartridge bloodline. During treatment, the nurse observed an external blood leakage. Reportedly the line was observed to be torn, but the exact point where the leakage was observed is unknown. The blood was not returned to the patient. The quantity of the external blood leakage was not reported by the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.